Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. The system operates as intended.

Event description:
The customer reported the system will not boot up. No pt injury was reported.